Event description:
It was reported that the patient experienced chest pain. An x-ray revealed their right ventricular (rv) lead had dislodged and perforated through. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.